Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that after the ins replacement, the effect was worse. Now the patient could not walk and they could not take care of themselves. The patient was in the hospital for observation now. It was unknown what effective measures were taken. They were in the hospital debugging. Additional information received from a rep clarified the patient as hospitalized. No further complications were reported as a result of this event.